Event description:
It was reported that a device was used during a total gastrectomy. It was reported that the device was used with out incident, donut was okay but no leak test was performed. Leakage started 10 days post operative. Drainage started and continued to control fistula.